Event description:
On 05/31/2000 at 10:49pm the pt performed a blood glucose test on the suspect device and obtained a reading of 445mg/dl. Pt took 3 units of r insulin and went to bed. Pt did not wake up in the morning and paramedics were called. The emt's checked pt's blood glucose on their device and the result was 40mg/dl. They administered a glucose intravenous. The pt declined to go to the hosp. Instead, pt ate breakfast and the emt's retested pt at 202 mg/dl before leaving.